Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d4 expiration date: 08/2006 h6 (device code): appropriate term/code not available (3191) for device perforation h6 (device code): appropriate term/code not available (3191) for device tilt investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, embedded, tilt, hemorrhage, blood transfusion and limited mobility. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported hemorrhage, blood transfusion and limited mobility is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right common femoral vein due to deep venous thrombosis (dvt). Patient is alleging tilt, vena cava and organ perforation, one posterior strut perforates the ivc wall 18mm and contacts the l4 vertebral body, one anterior strut perforates the ivc wall 25mm and is embedded in the bowel. Patient notes and further alleges experiencing "internal bleeding, loss of 5 units of blood, and admitted to ICU". Additionally, patient notes limited use of right leg. Per the (B)(6) 2005 ivc filter placement: "the inferior vena cava is normal in diameter and is without thrombus. Renal vein level was identified and the filter was placed in good position below the renal veins. Filter was appropriately deployed". Per the (b(6) 2019 independent review of a (B)(6) 2012 CT abdomen and pelvis: "the hook of the cook gunther tulip retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted posteriorly and medially and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 25mm. One (1) anterior strut perforates the ivc wall 25mm and is embedded in the bowel. One (1) medial strut perforates the ivc wall 13mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 18mm and contacts the l4 vertebral body. One (1) lateral strut perforates the ivc wall 17mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified.